Event description:
Information received indicated the CPR wouldn't lower the head section when the CPR handles were pulled. Imp ref# (B)(4).

Manufacturer narrative:
The technician isolated the issue to the head drive. He replaced the head drive to repair the bed.